Event description:
Finally received a replacement dreamstation bi-pap machine (serial (B)(6)) in (B)(6) 2022, after about a year from registering for the recall. The replacement machine will not communicate with my doctor or with my dme(durable medical equipment). Philips video instructions for setting up the replacement machine instructed me to take modem from old machine and put it in the new machine, which I did. When I told philips the machine isn't communicating with my doctor or dme, they told me the old modem will not work in the replacement machine and that they will not send a new modem for replacements sent out in (B)(6), only for replacements sent out (B)(6) of this year forward, and that I would have to go out and buy a new modem. Replacement was supposed to be what I had before or better -- this is not! I cannot get adequate treatment/oversight/management from my doctor and I cannot get supplies because neither my doctor nor my dme can get a compliance report from the machine. I am having apneas while using the replacement which I was not showing on my original machine, and my doctor cannot make adjustments as she is supposed to be able to as a result of philips sending me a machine that will not communicate the vital info that my doctor needs to see which my original machine did. This is affecting my health. I am not able to get adequate therapy/treatment from my doctor because philips knowingly sent a replacement that will not function as needed and is refusing to do anything about it. Reference report: mw5117572.